Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, encountered a station with a black screen and a burning smell. The customer stated that there was a delay in dispensing medication to a patient. As per part investigation, it was determined that there was thermal damage observed on the solenoid and controller board was shorted. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes, manufacturer narrative. Correction: section h device manufacture date and section d unique identifier (UDI). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from its manufacture date of 13jun2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. The report of the station having a black screen and smelling like it was burning was confirmed by the bd field service engineer and in agreement by the dchu investigation team based on investigation results. The field service engineer evaluated the station: upon arrival, the station was turned off; the nurse said that drawer was unable to close but after several tries, drawer was able to close but the screen went black and there was a burning smell. Inspection observed the solenoid on drawer 2.2 was damaged enough where drawer was unable to release. Replaced the solenoid and drawer controller board because the station still would not boot up; station is now functional. Visual inspection of the returned solenoid observed thermal damage along the part. Electrical measurement of the solenoid noted the component to be shorted. Visual inspection of the returned drawer controller board observed no obvious issue; however, electrical measurement of the board noted components to be shorted. Shorted board and solenoid components are one of the symptoms of the issue of a burning smell on a station. No further testing was deemed necessary on the returned parts as the field service engineer evaluation of a failed solenoid and drawer controller board was confirmed. The device was in use for treatment purposes as intended per 21 cfr 820.198(d).

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the station had a display problem. A field service engineer successfully found that the solenoid with thermal damaged, replaced the solenoid and the drawer board to resolve the issue. The system functioned as intended after the field service engineer resolved the issue.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, encountered a station with a black screen and a burning smell. It was reported as there was a thermal damage ad delay in dispensing medication to the patients. There were no adverse events or injuries reported based on this event.